Manufacturer narrative:
The analysis of the power supply for the imaging system was completed by medtronic personnel. Testing found that the dc voltage would fluctuate.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed the issue and replaced the the starter board, starter cable, and power supply board. The imaging system then passed the system checkout and was found to be fully functional. The suspected power supply and starter kit were returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively during the select patient/acquire scans task and delated surgical time by less than an hour. It was reported that the image acquisition system (ias) generator was beeping and was unable to take fluoroscopic shots. The system was rebooted, and the issue was resolved. No extra shots/ spins were taken. Navigation and imaging were not aborted. The surgery was completed and there was no impact of patient outcome.

Manufacturer narrative:
The suspected power conversion board was returned to the manufacturer for analysis. Analysis found that no fault found. Analysis found that the reported event was not related to this hardware.